Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID c154dwk implantable cardioverter defibrillator (ICD) (B)(6) 2008, 4193 implantable pacing lead (B)(6) 2004, 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing, high impedance, and the pace/sense portion of the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.